Event description:
Had my tubal ligation done and immediately noticed a difference in every mood and digestive issues, then later had laparoscopy and found I developed endometriosis and adenomyosis which I never had before. Dr performed ablation due to heavy and very painful periods after tubal then later found out to year post op that my ablation failed and I was having horrible periods and cramps that made me bed bound for about a week. Later them had to have hysterectomy due to these procedures.